Event description:
It was reported by the rep that er320 from the fdc10 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips would not advance forward. There was no consequence to the pt.